Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 21799e and cartridge serial number (B)(4). The customer received four subsequent negative cue covid-19 test results on (B)(6) 2022 and once on (B)(6) 2022. Additionally, the customer tested negative with an unspecified sars-cov-2 pcr test (date and brand/manufacturer unknown). The customer reported no symptoms or known covid-19 exposures. The cartridges were stored according to the instructions for use.